Event description:
A valiant stent graft system was implanted in zone 2 in a patient for the emergent endovascular treatment of a type b dissection in the thoracic aorta. It was reported that on follow up CT exam, a type ia endoleak and a false lumen perfusion was observed. It was noted that the patient received an unknown treatment on an unknown date and the event has resolved. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the four year follow up on (B)(6) 2019 showed that the type ia endoleak and the false lumen is still ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported type ia endoleak was observed along with false lumen perfusion at follow up CT on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the three year follow up CT again showed a false lumen perfusion and type ia endoleak. It was reported that a secondary intervention procedure was performed approximately three years post the index to attempt resolution of the event with the embolization of a false dissection channel opposite the stent graft with a plug and biological glue. It was reported that during an unscheduled CT approximately one month post the re-intervention procedure, the previously observed false lumen perfusion and type ia endoleak was still present. No additional clinical sequelae were reported and the patient is being monitored.